Event description:
Additional information was provided that indicated the patient had developed a large ventral midline incisional hernia. The seroma developed above where the fortiva graft was implanted, in the anterior abdominal wall. The seroma was aspirated and two redivac drains were placed that remain indwelling. The outcome of the adverse event was documented as still ongoing.

Manufacturer narrative:
Tutogen conducted a batch documentation review for serial ID (B)(6) manufactured from lot pd22190001. No departures from standard operating procedures were noted during the records re-review for lot pd22190001. Batch documentation review indicated that serial ID 21570131 was manufactured to tutogen's specification and met all acceptance / inspection criteria prior to distribution. Tutogen has manufactured and distributed two fortiva xenografts from lot pd22190001 without related complaints. Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. Seroma development is a common post-operative complication following a hernia repair procedure. Smoking is a significant comorbidity associated with post-operative complications. It is linked to a higher risk of complications such as postoperative infections and delayed or impaired wound healing. The patient's general physical status and age are also confounding risk factors for post-operative complications such as seroma development. The clinical investigator assessed the adverse event as serious due to the patient's hospitalization and requiring medical intervention to prevent permanent impairment of a body function or damage to a body structure. Seroma development is listed as an adverse event in the current IFU for forttva 1.5mm xenografts.

Event description:
On (B)(6) 2026, rti surgical, inc. D/b/a evergen and tutogen medical gmbh (tmi), a wholly subsidiary of evergen, received a complaint on (B)(6) 2026 as part of fortiva hernia study for patient (B)(6) at site (B)(6). It was reported that the 75-year-old male patient had developed a hernia that measured 11cm x 18cm in size. On (B)(6) 2026, the patient underwent a hernia surgical procedure with implantation of a fortiva® dermal graft. Two drains were used during the procedure. On (B)(6) 2026, the patient developed a seroma which was aspirated while the patient was under anesthesia. Per the notification from the study investigator, the adverse event is related to the fortiva® dermal graft and the surgical procedure. To date, no additional information has been provided to evergen for review.

Manufacturer narrative:
Investigation is in process. Once the results are available, a follow-up report will be submitted for review.